Event description:
It was reported that the graftmaster stent was implanted to treat a pseudoaneurysm of the anterior tibial artery. The graftmaster was implanted successfully and post-dilated. An angiography demonstrated almost complete resolution of the pseudoaneurysm, except for filling of the pseudoaneurysm initially from a collateral vessel. Later in the procedure, this collateral vessel was no longer filling the pseudoaneurysm. However, thrombosis was noted. Ballooning was performed and angiography demonstrated good flow. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of thrombosis is a known adverse event as listed in the graftmaster otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted in the indications for use section of the graftmaster IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. It is unknown if the treatment of the aneurysm contributed to the reported event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.